Event description:
Customer reported device smelled and felt hot. Customer stated contacts # 2&3 are blackened along with the device base. Customer indicated not knowing if device was recently cleaned. No treatment. A request was made for return product and replacement product was sent.